Event description:
During the eval of a spectrum pump for an unrelated symptom, baxter discovered this device was alarming for system error 105.

Manufacturer narrative:
MFR ref #: (B)(4). The device was received and evaluated by baxter. The unit was inoperable due to a system error 105 message. A pole clamp adaptor screw lodged in between the cam shaft assembly causing this error. After removing the screw unit was working properly. The motor assembly was replaced.